Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that an image was not displayed because communication failure occurred due to a faulty cable. The cause of the faulty cable could not be identified. Additionally, it was determined that e216 error occurred because communication failure occurred due to a faulty cable. It was noted that e216 error occurs when communication between the camera head and the processor fails. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was not present during testing and the e216 error code was. Additionally, the number one switch was found broken. The cable unit was wrinkled, and the plug appeared in rough condition. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that there was no image present on his olympus he 3cmos autoclavable camera head. The customer confirmed that this event occurred during a cholecystectomy procedure ¿ the image suddenly dropped and an e216 error code appeared. According to the initial reporter, the nurse powered down the unit, cleaned the contact and started it back up. Reportedly, the unit worked for a short time, but the same error code appeared again, so they changed to a new device. This event caused a 5¿10-minute delay but had no negative impact on the patient.